Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 85% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 85% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.50mm x 18mm) to a lesion in the lad with 85% stenosis but the device could not pass the lesion. Lesion had been pre-dilated. The physician used another endeavor resolute to complete the surgery. Device was prepped before use, no issues noted. No vessel resistance noted. No clinical sequelae were reported. Evaluation summary: the 0.015¿ mandrel was loaded successfully without resistance. Multiple struts from the 6th and 7th proximal stent segments were slightly raised and overlapping. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).